Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted that the r-waves and t-waves were bearing nearly equal amplitude. There was no option to change the sensing vector. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. (B)(4).